Event description:
It has been reported to philips that unit was not turning on. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the unit was not turning on. The philps remote service engineer (rse) inspected the system remotely and provided recommendations to the customer. No further information regarding the issue has been provided. No service has been performed by philips as there was no response from the customer and the system was working to its functionality. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.